Event description:
The customer reported that the device locked up during op check. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device locked up during op check. There was no report of pt involvement. The device was evaluated by philips, and the reported symptom was duplicated. The processor pca was replaced to resolve the issue.